Event description:
It was reported that during a lobectomy procedure, the device would not staple and would not cut. With the initial cartridge, the surgeon couldn't activate the firing trigger. So, there was no stapling or section. The surgeon has had to use the anvil release button to remove the jaws from the tissues. No unexpected noise was heard. After activation, each of the buttons and triggers automatically return to their original (pre-fired) positions, without intervention. The instrument was not fired across or near an existing staple line or clip. Buttressing material was not utilized. No other color cartridges were used before and after this event. The surgeon has had to convert in laparatomy to perform his procedure without further issue. Additional followup: first a rectification of the complaint: "the surgeon has had to convert in thoracotomy (not laparotomy) to perform his procedure without further issue."

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Premature sled mature the ec45 device was received for analysis with no visual non-conformances and with a cartridge reload loaded on the device. The reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed without any difficulties noted.